Manufacturer narrative:
One used device was rec'd on (B)(4) 2012 and evaluated. Testing found the tubing separated from the arm of the distal clave y-site. This was due to an insufficient solvent application. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During verification testing at the mfg facility, the tubing was separated from the arm of the distal clave y-site.